Event description:
It was reported that pump displayed non-resettable malfunction alarm code 16 during use, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment.